Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the tip separation appears to be due to circumstances of the procedure and user related. It was reported that the tip of the pressurewire became jailed between the stent and vessel wall while advancing in the left anterior descending artery (lad). It is likely that the pressurewire was not withdrawn back enough prior to deploying the stent which was advanced on another guidewire causing the pressurewire tip to become jailed between the stent and vessel wall resulting in separation during the attempt to remove. As a result, the separated tip remains embedded against the vessel wall and the newly implanted stent. The pressurewire instructions for use (IFU) states: ¿do not use the pressurewire x guidewire together with another guidewire, for so-called jailed wire technique, due to difficulty in guidewire withdrawal and possible guidewire entrapment.¿ in this case, the user is already aware of the IFU deviation and how it caused or contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017 improper or incorrect procedure or method.

Event description:
It was reported that the pressurewire x, wireless device was to be used in the left anterior descending (lad) lesion. However, during advancement the wire got stuck and broke off; the user jailed the tip of the wire in the stent. The wire was removed and the tiny piece of the wire that broke off was stented. No additional information was provided.